Event description:
Pt was undergoing balloon angioplasty of left femoral artery with device. Catheter was inflated with dye, then would not deflate (while in left femoral artery). Full strength dye was used. After many attempts to aspirate, balloon deflated sufficiently for catheter to be removed. There was no pt injury and surgical or other intervention required.